Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, broken statlock discovered during a PICC dressing change during patient care. It caused a delay of less than five minutes, as the customer had to obtain a new stat lock. No harm resulted from the malfunction.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock is confirmed; however, the exact root cause could not be determined. One statlock with a tricot pad was returned for evaluation. An initial visual observation exhibited evidence of use residue. The left securement tab was observed to be broken off. A microscopic observation of the hinge area on the broken side revealed a slightly off-axis crease and break, as well as some plastic deformation, at the fracture site. No voids or other anomalies indicative of manufacturing defect were observed. Based on the available evidence, the exact cause of the damage could not be determined. Possible causes include excessive force during securement or removal, repeated flexing of the tab or off-axis loading. This complaint will be recorded for future trending and monitoring purposes.